Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor memorygel breast implant 350 cc gel prosthesis, catalog: 3543507, lot: 224088. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor memorygel breast implant 350 cc gel prostheses. Rupture on the left breast prosthesis was diagnosed post procedure through an ultrasound. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/19/2018. Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. Yellow material was observed within the device. Yellow material and gel was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within an area of siltex cracking and parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) of lot number 224088 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).